Manufacturer narrative:
All available information was investigated and the reported difficulty advancing the device could not be confirmed. The reported damaged clip introducer was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty advancing the device. The damaged clip introducer appears to be a cascading effect of the difficulty advancing the device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the damaged clip introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. While attempting to inserting the clip delivery system (cds) into the steerable guide catheter (sgc), during key engagement, resistance was noted and when the clip was pulled out from the hemostatic valve while performing aspiration, a crack (damage) was seen at the clip introducer. Therefore, the cds was replaced as there was a risk of air being introduced from the cracked part. Two clips implanted reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.